Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the abutment. The patient was prescribed oral antibiotics (date not reported). The patient also underwent a surgical procedure on (B)(6) 2013, to exchange the abutment for a longer model. The implanted device remains.

Manufacturer narrative:
Correction: the patient was treated with steroid injections (amount and type not reported); not oral antibiotics as previously reported.the patient was placed under general anesthesia for abutment exchange.issues have resolved and patient is using device successfully.the implanted device remains.this report is filed (B)(4), 2013. (B)(4): implanted device remains.